Event description:
It was reported that the burr became stuck on the wire. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. During the procedure, the burr became stuck on the wire. The rotapro and rotawire were removed together. The procedure was completed safely. No patient complications were reported.